Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient. It was reported a new lead was opened during a procedure and the doctor questioned the 0 contact because it looked off. No impedance testing was done as the doctor did not want to try but wanted a new lead instead. No troubleshooting was done and the issue was not resolved at the time of report. No symptoms were noted.

Manufacturer narrative:
Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Other applicable components are: product ID neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead, lot #va16wy1, found the distal end bent even though it was new, out of the box.